Event description:
Boston scientific received information that a red alert was received for this system due to shocking impedance measurements less than 20 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was performed which confirmed measurements within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. The patient was not brought in for testing and the physician will continue to monitor this patient. This product issue will be updated if additional information is received.